Event description:
A peritoneal dialysis (pd) pt called for assistance on an unrelated matter. During the discussion with technical support she reported that during the week prior she found a fluid leak following a previous treatment. When she opened the cycler door, fluid leaked out. She was advised to discontinue using the cycler. She switched to manual treatment. She was advised to contact her pd nurse about the leak. Additional attempts to contact the pt to determine set disposition and the exact date of the leak have not been successful. During follow up, the pt's pd nurse reported that her effluent was clear. She had no signs of infection. She was not treated with any antibiotic. She had not reported the incident to the clinic but had been seen in office following the event. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted, upon completion of the plant's investigation.